Event description:
A calcaneus plate was implanted on (B)(6) 2012. Upon an x-ray examination, it was found that the screw hole of the plate had cracked. Because the pt's bone was non-union, the surgeon is monitoring the pt as is.

Manufacturer narrative:
Device not returned for eval as it is still implanted. Internal investigation in progress but not yet complete.